Event description:
The procedure was being performed as a result of band slippage and during the procedure it was discovered that band tubing was disconnected from the port. The band was repositioned and the tubing trimmed and reconnect to the port. The band slippage was detected under fluoroscopy when patient was instructed to come to office for evaluation of complaints of nocturnal refluxing, coughing, vomiting 2-3 times weekly with solid foods. The locking connector and tubing strain relief were attached to the port. This was the first incident of port disconnection. The patient has had several band adjustments/fills prior to the slip. On (B)(6) 2012, the patient was doing well, followed up with phone call on (B)(6) 2012 and she states tolerating pureed foods well and having no problems.

Event description:
It was reported that during a revision of realize band procedure due to a band slippage. The band tubing to the realize port was severed and found within the abdominal cavity. The realize band and tubing was repositioned and successfully reattached with no patient events.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.